Event description:
It was reported that during the procedure, the subject coil was found prematurely deployed inside the microcatheter. No further information available and there was no clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the subject coil was found prematurely deployed inside the microcatheter. No further information available and there was no clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 ¿ lot# - corrected. Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that coils prematurely detached in catheter only and one was entirely retrievable. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint. H3 other text : the device is not available to the manufacturer